Manufacturer narrative:
Device available for evaluation?; corrected data: no was selected erroneously. If yes, returned to manufacturer on (mo/day/yr); corrected data: added 01/18/2019. Device evaluated by manufacturer: corrected data not returned to MFR was chosen erroneously. No.

Event description:
The generator was received by livanova and product analysis was completed. An open can measurement of the battery voltage confirmed that the near end of service flag had been properly set; the battery was partially depleted. The device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. No anomalies were seen. No additional information has been received.

Event description:
It was reported that the patient had lost their benefit from the device due to low battery for the past couple of years. The patient¿s generator was unable to perform system diagnostics but was able to be interrogated on the day of explant. The battery status was near end of life. Programming history was reviewed for the patient, and a battery life calculation was conducted. No anomalies were seen. The generator was explanted and replaced. The device has not been received by livanova to date. No additional information has been received.